Event description:
Ous MDR - this stent could not be released. Further information have been requested.

Manufacturer narrative:
The technical investigation confirmed that the stent of the returned device has not been released. During investigation it was verified that the trigger has been disconnected from the gear wheels, most likely before or after only few trigger actions. During investigation the affected device was reassembled and performed as intended. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified. The final root cause for the reported event could not be determined.